Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro self-activated, began smoking, and the tips started glowing. This was in the middle of the procedure. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular has not yet received the device for investigation. A supplemental report will be sent when the device is received and investigation is completed. (B)(4).